Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry day vision. The iol was exchanged for unspecified lens model 1 month and 5 days after the initial implant procedure. Clinical reason for explant was reported as residual astigmatism. Additional information has been received and stated that the patient can't read street signs or can't see her phone. The patient issues were resolved.